Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a new pcu 8015 just received by the customer was having a "system error.". There was no patient involvement.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary : field technician stated issue of error code 133.6080 was confirmed. On 14-may-25, pcu was received unboxed and with paperwork. Pcu fails to complete boot-up sequence and goes into error code 133.6080 failure mode. Back-up speaker has failed causing 133.6080. Unit was dropped. Recommend bd san diego repair center replace back-up speaker device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace unit with new unit due to the amount of external and internal damage. Failure investigation report attached to sales force. Root cause: unit was dropped and damaged all over.

Event description:
It was reported that a new pcu 8015 just received by the customer was having a "system error.". There was no patient involvement.

Event description:
It was reported that a new pcu 8015 just received by the customer was having a "system error.". There was no patient involvement.

Manufacturer narrative:
Omit: a160106 - defective alarm (1014), g02033 - speaker/sounder, c02 - electrical problem identified. Additional information: imdrf annex a, c, g codes and manufacturer narrative. Note that this report lists imdrf annex a2101, g04080, c0501 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.